Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead has a possible fracture on the high voltage portion of the lead as evidenced by high impedance on the rv and superior vena cava (svc) coils. No immediate action was taken but the physician is discussing the various options with the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo was found. It was noted that the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut, and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Performance data collected from the device was also received and analyzed. Analysis revealed the impedance on the rv (right ventricular) defibrillation coil and the impedance on the svc (superior vena cava) defibrillation coil were beyond the expected upper range.

Event description:
It was further reported that the patient's right ventricular (rv) lead was explanted and replaced for high impedance on the rv and superior vena cava (svc) coils. No patient complications have been reported as a result of this event.